Event description:
It was reported that stent damage occurred. A 12 x 2.75 rebel stent was advanced but failed to cross the lesion and it was noted that the stent was damaged. There were no patient complications reported.